Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the camera control unit had an error code e116. The issue occurred, during an unknown procedure. There were no reports of patient harm.

Event description:
The issue occurred during a therapeutic intra-abdominal endoscopy. The procedure was completed with the same device, the patient was under general anesthesia, and there were no reported delays.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field: d9, e1. Additional information added to fields: b5, d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the e116 error code occurred due to failure of the mother board; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.